Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after drinking a chinese herbal tea, with a peak blood glucose of 245 mg/dl and elevated levels above 180 mg/dl for approximately 3 hours; the ilet subsequently brought glucose back into range, and no alerts above 300 mg/dl occurred. Symptoms included vomiting. Outcomes included no need for external assistance, no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and education with no device alerts or alarms reported. Investigation of this case revealed no device malfunction or component issue and the event was attributed to a cause that remained unclear, with possible contribution from ingestion of the herbal tea. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.